Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Images in journal article for review: from figure 1; image a shows a right coronary angiogram showed heavily calcified rca subtotal occlusion in the middle portion with collaterals from distal left anterior descending artery (lad). Mid rca showed angulated ¿epsilon¿ shape before occlusion site. Image b captures distal left main coronary artery (lmca) to the mid lad heavily calcified and long tubular 80% stenosis. Image c shows the left circumflex artery (lcx) chronic total occlusion (cto) without stump. Image d captures the final angiography of the lad after 2 drug-eluting stent (des) deployments and instent portion high pressure dilatation. Images e and f capture a non-mdt 3.0 x 32mm stent well expanded and well positioned under (ivus) image g captures a non-mdt 2.75 x 28mm stent well expanded and well positioned under (ivus). From figure 2; image a captures the rca subtotal occlusion recanalized by non-mdt hydrophillic wire and predilated by a non-mdt 2.0 x 20mm balloon up to 18 atm. An ¿epsilon¿ shape is visible in the rca in this view. Image b shows the three combine method, including the guiding catheter deep seating in the right coronary ostium, 5 in 6 technique with a 5fr s101 catheter through first angulated portion and balloon anchoring technique with a non-mdt 1.5 x10mm inflated up to 16 atm, making the stent delivery successful. Image c from figure 2, represents the final angiography of the rca after 5 bare metal stent deployments and instent portion high pressure dilatation. Images d-h capture an ivus study, showing all 5 stents including ¿non-mdt 3.5x12mm, 3.0 x28mm, 2.75x18mm, micro-driver 2.5 x24mm and non-mdt 2.5x23mm¿ all well expanded and well positioned. Hsiu-yu fang, md, wei-chieh lee, md , chiung-jen wu, md total revascularization for an epsilon right medicine (2016).

Event description:
It was reported in a journal article that a patient was presented with non-st-elevation myocardial infarction and cardiogenic shock. Cag revealed a severely calcified rca with subtotal occlusion in the mid section along with retrograde collaterals from the distal portion of the distal portion of the lad. The distal lm to the mid lad exhibited a long tubular severely calcified lesion with 80% stenosis and concomitant hypo-plastic lcx with chronic occlusion without significant collaterals from the lad or rca. Echocardiography revealed poor left ventricular performance and global hypo-kinesis with lvef of 23% the patient and family refused to undergo CABG procedure so physician opted for pci. During the procedure, the physician advanced a non-mdt wire to the distal lad. Sequential dilation was performed using four balloons including 2 non-mdt balloons and a nc sprinter 2.75mm x 12mm balloon inflated to 18atm and nc sprinter 30mm x 12mm balloon inflated to 20atm. It was reported that all four balloons ruptured and a long linear dissection occurred. The physician deployed 2 x non-mdt des stents at the mid lad - distal lm and performed post-dilation. Ivus showed that the 2 stents were well deployed and well apposed to the vessel wall with retrograde collaterals to the distal rca. The physician focused on a difficult rca lesion. 2 non-mdt balloons were used to pre-dilate the lesions from the mid - proximal rca. It was reported that the rca was angulated with an epsilon shape and a linear dissection occurred. The physician attempted to deploy stents from the distal to ostium rca but failed. The physician attempted to apply balloon anchoring , 5in 6 and deep seating techniques and managed to deploy a non-mdt stent at the most angulated section. 4 other stents were successfully deployed from the distal to ostium rca including a micro-driver 2.5mm x 24mm followed by high pressure dilation of the in-stent portion. Ivus and angiography revealed all 5 stents deployed successfully and well apposed to the vessel wall. It was reported that the patient was discharged after 2 months and died approximately 5 years later. No cause of death has been confirmed.